Event description:
Reported via patient call center. It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient had an ablation farapulse pulse field ablation and implant of the closure device during the same procedure. The patient was discharged from the hospital on (B)(6) 2026. The patient stated they went back to the hospital on (B)(6) 2026, because the patient was retaining water. The patient weighed prior to going to the hospital and noted weighing an extra 25 pound from the night before. The patient was admitted to the hospital with a diagnosis of acute chronic heart failure. The patient was treated with diuretics and was released on (B)(6) 2026. The patient is recovering and taking half dose of direct oral anticoagulants (doac) eliquis at this time. The patient has a transesophageal echocardiography (tee) follow up on (B)(6) 2026 with the physician.